Manufacturer narrative:
(B)(6). Information contained in this report was previously submitted through psr on 04/25/2014 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Physician reported right side capsular contracture, baker grade IV. Patient reported right side breast feels "painfully hard and looks abnormal due to capsular contracture," (translates to baker grade IV). Patient additionally reported right side reoperation due to capsular contracture. Healthcare professional later reported the capsular contracture grade as baker grade iii/IV. Device has been explanted.